Event description:
It was reported during implant procedure, it was noted the device was giving incorrect pacing. The pacing was incorrect and it was intermittent. As such, the physician elected to remove and replace the device. The patient was stable.

Manufacturer narrative:
The reported field event of incorrect pacing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.